Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). One device was received for evaluation. The report of cracked connection was confirmed. Multiple cracks were found on female luer of coset flow-thru housing. Leakage occurred from the cracks. No other visible damage was observed from the rest of returned product. Lab findings were aligned with customer photo. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As part of this investigation it was verified if factor could cause this non-conformance in the manufacturing line. However, a manufacturing issue could not be determined and a definite root cause could not identified. It was concluded that this issue is probably due to use of the device that puts more stress on the unit than intended or expected. Nevertheless, a personnel acknowledgment related to the complaint was provided to the manufacturing personnel. During the manufacturing process there are controls to avoid potential causes related to the related malfunction.

Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Patient demographics unable to be obtained. The product has been returned for analysis; however, it has not yet been evaluated. Upon the return of the product a supplemental report will be sent with the investigation results.

Event description:
As reported, when injecting the bolus to measure cardiac output, the co-set manifold was found to have a crack at the female luer and saline leaked. Therefore, cardiac output values were 8.5l/min, while as per patient's condition it should be 6l/min. Replacing the co-set manifold the issue was solved. There was no allegation of patient injury. The device was available for evaluation. Patient demographics unable to be obtained.